Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ro marker band detached.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted for dilatation during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent was implanted; however, following placement, it was noted that the radiopaque marker band had detached and remained inside the patient. The marker band was left in situ, as the physician determined that it would not impact the patient. The procedure was completed using the original stent, and no additional surgery or intervention was performed. There were no patient complications reported due to this event.